Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion filter extension tubing during a mannitol infusion. The nurse replaced the mannitol bag, IV set, and filter extension tubing and recommenced the infusion to complete the ordered dose. There was no patient harm reported.